Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that her son's insulin pump alarmed unexpectedly and they continually receive failed battery tests. Customer's blood glucose was 302 mg/dl at the time of incident. Troubleshooting was done for battery and appears that the battery issue was resolved but that troubleshooting was not done for unexpected alarms. Customer was advised to monitor pump and that a new replacement battery cap will be sent out.